Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose value was 98 mg/dl at the time of the incident. The customer reported a past event of motor error alarm during bolus. The customer confirmed that the drive support cap was intact. The customer confirmed that the insulin pump was not exposed to high magnetic field. The customer stated that every time they change the battery, the insulin pump resets itself. The customer confirmed the previous occurrences of motor error alarm after replacing the battery. The customer was advised to stop the use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.